Event description:
Defibrillator had a failure which resulted in pt receiving around 49 shocks in <12 hrs. The device was explanted and the md said the problem was fractured lead. This device has been recalled twice (z-230/31-0), one of which was for a wire issue (ie a p.t. Wire bonding/ insulation problem) location problem which apparently causes the device to short out. Pt believes his device had this problem as the edges of the case are tarnished blue. He was never informed of this recall. He had the suspect device, & a print out from the device showing the shocks he rec'd. In the 5 yrs that he had this device, pt is aware of the device activating only once prior to this event. Hosp records should be available showing that his heart was in sinus rhythm when the device would activate.